Event description:
It was reported that a spectrum pump constantly displayed the door not fully latched message. It was also reported there was no pt injury.

Manufacturer narrative:
(B)(4). Baxter received and evaluated the device. The device was found out of specification with respect to the door not fully latched messages, which were not reproduced. Review of the event history log confirms the door not fully latched messages. The messages were found to be caused by loose link screws. The screws were replaced.